Event description:
The pt had good therapeutic effects from stimulation until a couple months ago. The pt experienced a loss of therapeutic effect, a burning sensation in the device pocket, and stimulation coverage in her buttock, but not in her low back and leg. Movement and palpation caused stimulation changes. X-rays were ordered (results not reported). The pt was referred to the hcp for lead/extension revision. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).